Event description:
Reportedly, with the first firing, some staples on the distal side would not form at all. Converted to an open procedure and additional tissue was cut. Exchanged the dlu, but the tissue was too thick procedure: lap rectum.